Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the reported problem was found at the time of turning on the device. It was reported that the system reports "geometry movement partly available". Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed that the 12v and 24v power of r cabinet has no supply. Fse replaced the dcps. After the replacement of dcps, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.